Manufacturer narrative:
The device was not returned for analysis. Production records and corrective and preventive actions (CAPA) database were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation for the reported obstruction of flow could not be determined. The unexpected medical intervention was related to circumstances of the procedure. Factors that may contribute to an obstruction of flow include, but not limited to under insertion, clogged marker port/ lumen or improper insertion angle. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional procedure with a 5f sheath. Reportedly, despite successfully flushing prior to use, no blood flow from the marker lumen occurred. The device was rotated but still, the issue persisted. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.